Event description:
During a laparotomy with bilateral salpingooophorectomy, they were using a medline cautery pencil when suddenly the tip caught fire, ( a flame was visible on the tip of the cautery pencil). The fire was put out immediately by means necessary. The cautery setting at the time of the incident was 50 cut and 50 coag. No harm was done to the patient or to anybody in the surgical team. The procedure went as expected, cautery settings were kept at cut 40 and coag 40 for the rest of the case.